Manufacturer narrative:
Controls were acceptable prior to the event. A general reagent or analyzer issue was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. No relevant alarms occurred during the time of the event. There were a high number of sample related alarms in (B)(6) 2026. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 417 ng/l with a data flag. The sample was repeated, resulting in a value of 27.5 ng/l with a data flag. The sample was repeated again, resulting in a value of 27.5 ng/l.